Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304-2022-00137.

Event description:
The customer reports at the end of an endobronchial ultrasound, transbronchial needle aspiration (ebus-tbna) procedure using a single use aspiration needle and a linear bronchoscope, the physician noted that the patient¿s vocal cords seemed to be snagged. The needle was not extended out of the sheath, but the sheath was in the scope. The doctor did not report any resistance or difficulties during the case. The doctor pushed epinephrine to clear up the injured area once the issue was discovered. No further consequences to the patient have been reported. Additional details regarding the patient and event have been requested. Case with patient identifier (B)(6) reports the single use aspiration needle used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This report is being updated to provide additional/corrected information provided by the customer.

Event description:
Update: additional information provided by the customer: the procedure being performed was an endobronchial ultrasound procedure. The indication for the procedure and current condition of the patient are unknown. The device will not be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is not possible to determine a relationship between the patient¿s symptoms and the suspect device. Therefore, the root cause could not be determined. This supplemental report includes a correction to d4 and g2. Also, information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide further legal manufacturer's final investigation. Based on further investigation findings, a survey was conducted regarding the information obtained from the user; however, it is still not possible to determine the relationship between the patient's symptoms and the device in question. Olympus will continue to monitor field performance for this device.